Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely calcified and moderately tortuous artery of the left forearm. The 5.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, on unspecified inflation at unknown atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with an ultra thin diamond (utd) balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).